Event description:
Boston scientific crm received info that this pt was admitted to the emergency room (ER) and was unconscious. The health care professional (hcp) called technical services (ts) asking which device the pt had implanted. The hcp reported that the device was only capturing at a rate of 30 beats per minute (bpm) and thought the device may be malfunctioning. A bsc sales representative (sr) was called to interrogate the patient's device; however, the sr arrived five minutes after the pt had expired and interrogation was not performed.

Manufacturer narrative:
This device has not been returned for analysis and no additional info is available at this time. If additional info becomes available, this event will be updated.